Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the day of the event at midnight the cgm reading was 313 mg/dl, and the blood glucose reading was 250 mg/dl. No treatment was documented from that moment. At 3:00am the cgm reading was 330 mg/dl and the patient self-treated with 1.5 units of insulin. At this time the patient also took 500mg of paracetamol because she had a headache. No blood glucose reading was reported from that moment. At 8:30am the cgm reading was 235 mg/dl and the patient self-treated with 1.5 units of insulin and another bolus of 5.2 units. No blood glucose reading was reported from that moment. At 08:50am the patient started eating and at 08:53am the patient loss consciousness. The husband treated the patient with baqsimi glucagon nose spray. After the event and treatment, a fingerstick was done and the blood glucose reading was 107 mg/dl, no cgm was reported from that time. The sensor was changed and the new sensor cgm reading was 250 mg/dl, and the blood glucose reading was 230 mg/dl. The patient recovered after treatment and no healthcare facility needed to be visited. At the time of the report, the patient was doing good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.